Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure indicating expected or random component failure without any design or manufacturing issue. The component failure was due to a dust or dirt problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the bronchovideoscope had no image. There was no patient involvement.

Manufacturer narrative:
Updated: b5, h6, h2, h11. Additionally, it was noted that the investigation found deformation of the plastic distal end cover (c-cover) heavily melted. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.